Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose on (B)(6) 2014. His blood glucose was 20 mg/dl when admitted. Customer stated she was just playing with kids and doing yard work. He was not monitoring his blood glucose. Customer stated the low was not unexplained. Customer's current blood glucose is 500 mg/dl. He said he is high because he is sick. Nothing further reported.